Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 8/15/2017 returned test strips produce high readings. Based on the hi results reviewed in the meter memory and initially reported by the customer, the complaint is a reportable event. Most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time.

Event description:
Consumer reported complaint for hi blood glucose results. Accompanied by symptoms. Mother is calling on behalf of the customer. The customer is concerned with the result of hi. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of disorientation. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms.. The product storage location is undisclosed. During the call on (B)(6) 2017 a back to back blood test was performed non-fasting by the customer and produced test results of hi and hi using true metrix meter. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (Date/time not stored correctly): hi 19:37 pm fasting: no, hi 19:36pm fasting: no, hi 19:35 pm fasting: no, hi 19:34 pm fasting: no, hi 19:33 pm fasting: no. Customer said she ran a blood glucose reading 5 times and it read hi. Customer representative called 911. Customer said that she would call md and follow-up with her. Customer's mother stated that she was concerned about daughter. Customer rep and mother spoke and ambulance was called. Customer refused to have the ambulance come out but she was very disoriented to time and place. Customer had blood glucose taken by the ambulance. She did not want customer rep. To report it to me. Mother mentioned that customer's blood glucose was 498mg/dl and customer refused to go to the hospital. The paramedics came on the phone and stated that it was the patient's right to not go to the hospital and they did not take her. Customer was called the next day and she stated that she felt fine and she did not go to the hospital. She did call md but she did not seek out medical attention.